Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. No changes or interventions were reported. There were no patient consequences.